Event description:
Unexpected return- 01/14/2019 12:47:23 (B)(6). Npi not confirmed. Unit received unexpectedly. No tracking number found. There was no patient involvement. Bp01 - battery pack- charge failure. Please note: unit is not marked received/prcd until npi is confirmed for repairs and/or additional information is received/confirmed by customer. *asset tag states 81st mdg keesler. *unaffected by current recalls. (B)(6) . Customer stated channel c error 276 was confirmed due to a bad drive module, also found bad nicad and lithium batteries. Awaiting for customer's approval with major repair with credit card information. (B)(6).

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the source device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. The customer stated that there was no patient involvement. A review of the device history record showed the device had a manufacture date of 09/26/2013. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(6) was performed in bd2 trackwise which did not confirm similar complaints with the same or related failure mode.

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the source device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. The customer stated that there was no patient involvement. A review of the device history record showed the device had a manufacture date of (B)(6) 2013. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(4) was performed in trackwise which did not confirm similar complaints with the same or related failure mode.

Event description:
(B)(4).